Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. Based on the conducted investigations no manufacturing related root cause could be determined. The final root cause is most likely related to external factors during the procedure.

Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation the orsiro stent could not pass the calcified lesion in the rca and was therefore removed from the patients body. Upon removal a deformation was detected.